Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for an issue that was not diabetes related. Customer did not disclose the nature of the non-diabetes related issue. While the in the ER, the customer delivered a bolus via the pump. Customer stated that due to the non-diabetes related issue, blood glucose (bg) level lowered more than expected, and bg level subsequently lowered to between 27-47 mg/dl. Reportedly, the customer was given food or glucose while in the ER. Customer was released from the ER approximately 10 hours later in stable condition.